Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient turned their stimulation off for a few weeks and when it was turned back on they couldn't feel stimulation. The patient was feeling fine before it was turned off. The rep stated that they had worked up and down leads and patient can't feel stim. The rep stated that the patient usually feels stimulation at 4-5 v but not feeling it up to 10.5 volts. The patient's impedances were elevated, but not out of range. Impedance initially measured at 0.7v and range of imped was 1780 to 3483 ohms. Group imped with 1-2+3- (pt using these electrodes when he came in today) and imped was 1558 ohms (2.8ma). When electrode imped measured at 3v, imped were 0-1 = 1715, 02=2971 and 03=3536. Reviewed that values over 3000 ohms were a little high but no clear open circuits. The rep was going top continue to troubleshoot. The rep stated that this issue started in mid-february. The cause of the loss of stimulation is unknown. The patient was going to follow-up with the office for an x-ray to check on the leads.